Manufacturer narrative:
The investigation for the reported purge leak has been completed. No product was returned and no data logs were returned. Clinical details state that a leak from purge reservoir was noted on day 3 and 4 of support. Decision made to continue support as leak caused no extreme changes. The root cause of the purge leak - pump was most likely due to a damaged sidearm, but the cause of damage is undetermined due to lack of sufficient clinical information and no product was returned for analysis. The instructions for use referenced in the initial report is for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock in section: cleaning. Added- d6a.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 45-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, fluid was seen leaking from the pressure reservoir. One day following the discovery, it was noted that the pressure reservoir was approximately half filled with purge fluid, and the liquid was dripping onto the floor. As no extreme changes were seen in the purge pressure or flow, the decision was made to maintain support while observing the purge data to see if it worsens. There was no report of patient harm.